Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025 due to which there was leakage in the infusion set. The blood glucose value was high on the first day of set insertion and the patient got treated with manual injections. The infusion set was in use for few hours. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6005923, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005923 was manufactured according to the work instruction (wi) version 78 and packaging in the machine multivac 08 on 03-mar-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set the lot 4b05487 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-mar-2024, with a total of (B)(4) units. The lot 4b05473 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4b05490 was manufactured according to the wi version 41 and manufactured in the machine 04-08, on 01-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.